Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact on the customer's blood glucose level. The technical support team guided the customer through several troubleshooting steps, including disconnecting and delivering a bolus to update the insulin estimate, and assisted in refilling and reloading the cartridge. Despite these steps, significant discrepancies remained, and it was ultimately decided to replace the pump. The customer reverted to an alternate method of insulin therapy.